Event description:
A compression hip screw was being implanted to treat a pathologic fracture of the left hip. During reaming, the reamer head disengaged from the reamer causing the reamer to plunge through the femoral head and into acetabular region. Tests performed on 01/05/2000 were negative with regards to any damage to vessels and colon.